Event description:
It was reported that during a da vinci-assisted inguinal hernia etep - bilateral surgical procedure, that the tip of the 8mm force bipolar instrument would not straighten out, and needed to use the instrument release kit (irk) to remove the instrument and cannula. The procedure was otherwise completed with no reported patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tip of the 8mm force bipolar instrument would not straighten out, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument was installed and removed on 3 out of 3 attempts with no issues. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by the site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the failure are typically associated to mishandling / misuse for example by improper cleaning/reprocessing techniques, such as insufficient flushing. The probable root cause of the alleged ¿tip of the 8mm force bipolar instrument would not straighten out¿ cannot be established nor determined, as the returned instrument performed as intended and no issues were observed during in-house testing.